Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Arrythmias can occur if the impella is not correctly positioned. The arrythmia was most likely attributed to the patient's underlying critical condition as they presented in scai stage d shock, and in acute myocardial infarction complicated by cardiogenic shock.

Event description:
An impella cp device was inserted into the right femoral artery in a 64-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and renal insufficiency, presenting in an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient was having runs of ventricular tachycardia requiring cardioversion. The post-procedure outcome is unknown. The impella functioned at p-2 at 1.8l/min with no issues. Arrythmias can occur if the impella is not correctly positioned. The arrythmia was most likely attributed to the patient's underlying critical condition as they presented in scai stage d shock, and in acute myocardial infarction complicated by cardiogenic shock.

Manufacturer narrative:
Explanted date was provided therefore d6b was updated.

Manufacturer narrative:
Death added to b5 and h6 health effect - impact code. This report has been changed from serious injury to death, and the date of death has been added.

Event description:
Updated clinical rationale: an impella cp device was inserted into the right femoral artery in a 64-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and renal insufficiency, presenting in an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient was having runs of ventricular tachycardia requiring cardioversion. Nine days after impella insertion, the family elected to withdraw care, and the patient expired on support. The impella functioned at p-2 at 1.8l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction, complicated by cardiogenic shock, along with the complications of stage d shock.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H6: f12 was omitted. H11: updated based on the results of the investigation. Investigation summary tachycardia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.